Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported undersized balloon was not able to be confirmed. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported issue was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the femoral artery. The armada 18 was used to successfully treat the lesion; however, after use it was noted that the balloon was shorter between the markers than indicated. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.